Event description:
A complaint was received via email where a low readings issue with the abbott diabetes care (adc) meter device was reported. The customer received lower adc meter results that were "consistently around 170" and it is unknown whether the customer noted a trend arrow on the device. The customer experienced "not feeling well", sleeping 16-18 hours per day and loss of strength and loss of consciousness. The customer ended up in the intensive care unit for 3 to 4 days and received an unspecified treatment from a healthcare professional for a diagnosis of diabetic ketoacidosis. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is based on the customer's reported date of early november. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received via email where a low readings issue with the abbott diabetes care (adc) meter device was reported. The customer received lower adc meter results that were "consistently around 170" and it is unknown whether the customer noted a trend arrow on the device. The customer experienced "not feeling well", sleeping 16-18 hours per day and loss of strength and loss of consciousness. The customer ended up in the intensive care unit for 3 to 4 days and received an unspecified treatment from a healthcare professional for a diagnosis of diabetic ketoacidosis. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation and the customer agreed to return the device; however, at this time product has not yet been received. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. A valid serial number has not been provided for precision strip and libre reader. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that precision strips continue to be safe, effective, and perform as intended in the field. Stability data for precision strips was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. The available tracking and trending reports were conducted for the reported complaint and precision strip, no trends were identified that would indicate any product related issues. The available tracking and trending reports were conducted for the reported complaint and fs libre reader, no trends were identified that would indicate any product related issues. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.